Event description:
The healthcare professional (hcp) reported a pt developed a dry cough fifteen minutes into the four hour treatment while receiving hemodialysis on a baxter meridian device. The hcp assessed the pt, at which time the hcp immediately noticed microbubbles in the blood lines and stopped treatment. When the pt complained of chest pain, the hcp placed the pt in trendelenberg position on their left side, administered nitrostat and 2 liters oxygen via nasal cannula. The hcp reported no alarms were noted. Following the episode and unit protocol, the pt's blood was recirculated; treatment, the hcp reported pt was stable, alert and oriented, and ambulatory. Other treatment parameters: blood flow rate was 500 ml/minute and dialysate flow rate was 700 ml/minutes.